Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an hydromorphone for spinal pain. It was reported that the healthcare provider (hcp) reported that the patient had an MRI and did not have the pump checked afterwards. The hcp reported that the patient came in for a refill yesterday and showed that the pump had been stalled for about 45 days. The patient did not have any volume discrepancy, there were no alarms, and there were no symptoms. The manufacturer's technical services specialist (tss) reviewed telemetry state. The hcp updated the pump but stated they did not see that the stall had recovered and the patient had left the office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.